Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the clinical root cause of the dislocation of the head and liner and subsequent revision is related to the patient¿s fall. It cannot be concluded that the reported events were related to a malperformance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tha had been performed on an unspecified date, the patient fell causing dislocation of the head and liner. The adverse event was treated via revision surgery. The or3o liner, xlpe insert and the oxinium femoral head were removed and replaced by an r3 constrained liner. The patient has done well.

Event description:
It was reported that, after a tha had been performed on an unspecified date, the patient fell. The adverse event was treated via revision surgery. The or3o liner, xlpe insert and the oxinium femoral head were removed and replaced by an r3 constrained liner. The patient outcome is unknown.